Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device restarted on the patient. No patient consequences reported.

Manufacturer narrative:
It was described that the infinity acs workstation cc performed a restart during use. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a detected deviation regarding operation of the ventilation unit, the device will perform a warm start with accompanying alarm in order to reset the system to a specified state. The reboot sequence takes up to a maximum of 8 seconds. During that time the safety valve remains opened to ambient allowing the patient for spontaneous breathing. After successful completion of the warm start, the ventilation unit will resume the ventilation with the latest settings. The service engineer on site identified the pba m16.2 as the root cause and replaced it. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.